Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, there were indentions in the proximal outside diameter of the outer hub (locking area) when returned. There was no damage to the distal tip and no loose components. The outside diameter of the outer hub locking area shall be 0.340 +0.003/-0.001 inches and the actual measurements were between 0.344 and 0.346 inches which was out of specification. Functionally, the inner assembly spun freely by hand with no binding. However, the blade could not fit securely into a handpiece therefore console functional testing could not be performed. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during functional endoscopic sinus surgery , when surgeon started to debride, the blade wobbled. But the wobbled blade was not used on patient. User opened new package to proceed with procedure. The procedure was extended by ten minutes. There was no patient injury.